Manufacturer narrative:
We evaluated the light cable and found the light fiber quality is poor (the fibers are dark). The light cable has been 3rd party repaired; the metal of the proximal end connector has tool marks, and a non-karl storz circular bullseye marking/logo has been added to this connector; additionally, a non-karl storz strain relief has been added to the distal end connector. Our IFU warns against resting of the light cable on the patient or drape. The facility acknowledged to us that they were aware of this, and they attributed the incident to user error.

Event description:
Allegedly, prior to the start of a laparoscopic gastric sleeve procedure the active light cable was laid on the patient's abdomen, which caused a 3rd degree burns to the patient. Hospital considers the cause was user error.